Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not exhaling. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Good faith effort (gfe) attempts are being completed to obtain clarification regarding the device exhalation issue. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the customer had agreed to a power management (pm) printed circuit board assembly (pcba) replacement to resolve the device issue. It is believed that the device would not exhale because of an issue with the pm pcba. The investigation is ongoing.

Manufacturer narrative:
Good faith effort (gfe) attempts are being completed to obtain clarification regarding the device exhalation issue. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the customer had agreed to a power management (pm) printed circuit board assembly (pcba) replacement to resolve the device issue. It is believed that the device would not exhale because of an issue with the pm pcba. In a gfe response from the asp received on 29may2024, it was confirmed that the pm pcba had been replaced to resolve the device issue. The device was tested using the electrical safety test and has been returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.